Event description:
It was reported that handpiece with sleeves cannot be disassembled during surgery. Surgery was completed with legion standard instrumentation. Case was aborted and changed to manual procedure.

Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. A) was reviewed and it provides instructions on disassembling the guard from navio handpiece. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per complaint details, although there was a hand-piece disassembly issue which resulted in cancellation of the navio, the surgeon converted to manual instrumentation to complete the procedure. It was communicated that a minor 30-minute surgical extension was required; however, no patient impact/injury was reported. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event would be if there was debris caught between the handpiece and the attached guard, preventing the guard from being disassembled. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Additional info: d10, h6, h2, h3.